Event description:
Complainant alleged that during patient use, the autopulse platform displayed a "system error" upon power up. Customer reverted to another device to treat the patient. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no physical damages. A review of the autopulse archive was performed and the reported complaint that the platform displayed a "system error" message was confirmed. The archive data shows that system error 132 (internal watchdog timeout) message occurred on the reported event date of (B)(6) 2014. Functional testing could not be performed due to the system error message. It was observed that the processor pca board was defective. Based on the investigation, the part identified for replacement was the processor pca board. In summary, the reported complaint that the platform displayed a "system error" message was confirmed based on the archive review and at the start of functional testing. The fault was found to be due to the defective processor pca board. Upon replacement of the processor pca board, the platform was re-evaluated through functional testing and the platform passed all testing criteria.